Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (segments missing) issue. The distributor alleged that there were blank areas on the display screen and parts of the display text was missing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/20/2015 with the following findings: during testing, the pump powered on to a blank display with audio tones and vibrations functional. The pump case was removed and no damage was found to the display screen. A test display was inserted and was found to function properly. The display was found to be blank due to a failed display flex. The complaint that there were blank areas on the display screen was not able to be adequately investigated due to the blank display issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).